Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
It was reported that the patient had ¿nothing but trouble¿ since the pump was implanted. At the time of the report, the patient did not have a physician to manage the pump; the patient was dismissed from the physician that implanted the pump. It was noted that the patient had an appointment scheduled with her neurologist on (B)(6) 2013. The patient was sick and had been sick for the past 4-5 weeks. The patient had all kinds of side effects including dry heaving, sweating, dizziness all the time, being hot and cold and nausea. It was noted that ¿since the patient got out of the hospital, no one explained what is being delivered through the pump¿. The device system was used to deliver morphine. It was later reported that the patient had an office visit on (B)(6) 2013. The patient returned for further neurologic assessment. At this time, it was indicated that the pump hadn¿t helped much. The patient had signs of narcotic withdrawal on lower doses of oral agents. The patient had spurling¿s sign bilaterally at 50 degrees. The patient also had scattered rales and rhonchi. The patient had some distal weakness in the lower extremities, a 4/5 compared to proximal strength. A mild right foot drop was present. Reflexes were absent in the lower extremity and reduced in the arms. The patient had reduced vibration sensation in her hands and feet. The pump daily dose was increased from 0.999mg/day to 1.998mg/day. The patient had no side effects to this intervention. An electromyography (emg) and follow-up visit was to be done a week later. All oral agents were continued. An increase to 2.101mg/day was done on (B)(6) 2013. A pump refill was done on (B)(6) 2013. An increase to 2.54mg/day was done. It was noted that the pump was located on the right side of the abdomen. No new problems were noted at this time. It was noted that the patient had a pain level of 5-6/10, with a goal of 3/10. On (B)(6) 2016, additional information received from an attorney regarding a patient reported that the patient experienced personal injury and possibly a wrongful death; it was alleged that the device system was defective and failed to deliver medications as prescribed. The patient was injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device and subsequent replacement. The injuries and possible death was reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. The reportedly defective device system caused the patient and their family personal and economic injuries including, but not limited to, injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove and replace the device. The injuries that occurred were not further specified and it was unclear if the patient had died.

Manufacturer narrative:
The previously reported event description read: ...the patient was injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device and subsequent replacement. The sentence should have read: ...the patient was injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device. The previously reported event description also read: ...medical bills caused by the surgery or surgeries to remove and replace the device. The sentence should have read: ...medical bills caused by the surgery or surgeries to remove the device.

Event description:
On 2016-06-28, additional information received from an attorney regarding a patient reported that the patient experienced personal injury and possibly a wrongful death; it was alleged that the device system was defective and failed to deliver medications as prescribed. The patient was injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device. The injuries and possible death was reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. The reportedly defective device system caused the patient and their family personal and economic injuries including, but not limited to, injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device. The injuries that occurred were not further specified and it was unclear if the patient had died.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.